Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the returned product noted blood visible on the balloon and contrast in the inflation lumen, consistent with preparation and handling. The stent implant was stationary on the balloon but not between the markers. The proximal end of the stent implant was located on the balloon 2 mm distal to the proximal balloon marker. There were stretched struts in the first two rows of the distal end of the stent implant. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The distal end of the balloon was partially inflated and the middle portion and proximal end of the balloon were tightly folded. The proximal and middle stent implant outer diameters were measured and met manufacturing criteria. The distal outer diameters could not be measured due to the damage noted. A new indeflator filled with water was used to inflate the balloon to the rated burst pressure (rbp) of 16 atmospheres. The balloon inflated to rbp with no anomalies noted. There was no rupture in the balloon as reported. In this case, the patient anatomy was reportedly heavily calcified, which likely contributed to the reported difficulties. It is possible that the heavily calcified lesion narrowed the inflation lumen, resulting in the balloon unable to fully inflate, which was likely perceived by the account as a rupture. It is likely that the stent was damaged during retraction of the sds as the distal end of the balloon was partially inflated, resulting in the stent interacting with the calcified lesion and moving distally on the balloon. In this case, the reported balloon rupture could not be confirmed; however the noted damage appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria.

Event description:
It was reported that during a procedure in the very heavily calcified, native right coronary artery lesion. The balloon did not hold pressure and on continued inflation the balloon ruptured. The stent delivery system, with the entire balloon and stent, was completely removed without difficulty and there was no adverse patient effect. Though requested no additional information was provided.